Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 383557 batch # unknown it was reported that the bd nexiva 20 ga x 1.25in sp with maxzero had leakage. The following information was provided by the initial reporter: verbatim: patient was requiring excessive doses of propofol and still not settling. It was finally identified that the cap was leaking despite being applied appropriately.